Event description:
The implant housing has shifted and is protruding through the surgical incision. Re-implantation surgery is scheduled for (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin, leading to infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. Reportedly the device moved from its initial position, which likely contributed to the extrusion. In addition, during implantation surgery the active electrode could not be inserted properly due to ossification. This is a final report.

Event description:
The implant housing has shifted and is protruding through the surgical incision. The device was explanted.